Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected empty reservoir alarm or reservoir compartment anomaly noted. The insulin pump was received with cracked battery tube threads, minor scratched lcd window and cracked select button keypad overlay. No physical damage to reservoir compartment noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump does not recognize the reservoir. The customer also reported that the reservoir was not showing the same amount of insulin as show on the insulin pump screen. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.